Event description:
It was reported, that a patient presented with loss of sensing of ventricular fibrillation noted, on the right ventricular lead. The arrythmia was terminated, by the device. The lead was explanted and replaced on (B)(6) 2024. The patient was stable throughout.